Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was removed and replaced. It was also reported that the right atrial (ra) lead was being removed prophylactically. During the extraction of the ra lead, the distal portion of the lead "broke off and that portion of the lead still remains in the patient's atrium". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.